Manufacturer narrative:
Report late due to transition from vmsr program. This report was initially reported to the FDA through vmsr report # 1416980-2020-00165. The device was manufactured between 08may2018 and 08may2018. The device was received for evaluation. Visual inspection revealed that the stressmember flange located at the upper area of the device next to the fillport was damaged. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During device evaluation, a large volume folfusor was damaged. It was further reported the stressmember flange located at the upper area of the device next to the fillport was noted to be damaged. There was no patient involvement. No additional information is available.